Event description:
During follow-up, premature eri was suspected. The device was explanted and replaced. Abbott technical support reviewed the session records which indicated the device had not reached eri and was depleting normally, a longevity estimation error was suspected. The patient is stable.

Manufacturer narrative:
The battery voltage trend was reviewed and it had not reached elective replacement indicator (eri). A longevity estimation was performed and found to be within expected longevity performance. Mechanical and electrical testing found no device anomalies. The reported field event of a diagnostic anomaly was not confirmed in the laboratory.